Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they could not get stimulation to turn on. Patient said they had trouble with the stimulator and were going to replace the implant, but insurance denied it. Patient then said they wondered if their leads had gone out because one of their leads wasn't working at all and there was one on the other side . Patient started noticing the stimulation not turning on last week and had been charging the implant for 30 minutes today, but said the charging would not move. Patient also said the implant wasn't holding a charge, which they'd noticed for "months". Patient mentioned that the last time they charged the implant to 100%, the charge only lasted 7 hours, and then the next time they recharged, the stimulation still wouldn't turn on. Patient clarified when they said the stimulation wasn't turning on, they meant they couldn't feel the stim after turning stim on, and said the stim kept going out. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 377760 lot# serial# (B)(6) implanted: (B)(6) 2006 explanted: product type lead product ID 377760 lot# serial# (B)(6) implanted: (B)(6) 2006 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 377760, serial/lot #: (B)(6), ubd: , UDI#: ; product ID: 377760, serial/lot #: (B)(6), ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.